Event description:
I had the essure birth control device implanted (B)(6) 2010. Approximately 2 years later, I experienced extremely bad periods, nausea, dizziness, brain fog, memory loss, daily bloated, weight gain, extremely painful ovulation, daily pelvic pain, migraines, joint pain, daily irritability, hair loss, extreme fatigue, loss of interest in daily activities, blurry vision, hot flashes, constant sinus issues, heart palpitations.